Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection was unable to confirm/reproduce the customer¿s reported issue, the image tested appropriately. The inspection found kinks and a cut on the cable of the device. Also, the focus knob is too stiff due to a damaged camera coupler. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed by the nurse at the user facility that the customer camera head had an image malfunction, ¿dark picture and also cuts off image¿ during a diagnostic procedure. The intended procedure was completed using another device. No death or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the image was not displayed¿, was not reproduced and a root cause could not be identified. The customer has received a replacement camera head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.